Event description:
Balloon inserted on 9/15/96 at 18:10 pm. An lvat was inserted on 9/17/96 pt's chest was opened on 9/19. Blood was observed in tubing. Balloon was removed and replaced. Lvat and 2nd balloon were discontinued 9/20. Pt creatine 2.5. Hosp has not released product.